Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on (B)(6) 2012 that a vns patient was having an increase in seizure frequency above baseline levels of 1 to 2 a month. In (B)(6), the patient had 3 seizures and in (B)(6), the patient had 4 seizures. One of the seizures in (B)(6) was status epilepticus. The patient's device was interrogated and found to be at 2.75/30/250/30/3/3.25/500/60. Systems diagnostics resulted in ok/ok/2/no and normal mode diagnostics resulted in ok/ok/5/no. The physician indicated that he suspected the battery is running low and would need to be replaced. The patient did undergo generator revision surgery in which the generator was explanted and replaced. The patient is new to this physician and good faith attempts to obtain additional information as well as the explanted generator for analysis have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed.